Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the issue was first noticed on (B)(6) 2019. The placement of the lead superficially led to the lead to poke out. The opening of he skin at the lead location led to the fluid leakage. The issue has been resolved after the surgery on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, : product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #:(B)(4), ubd: 17-jun-2023, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 17-jun-2023, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(Con, rep): information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having a problem with their system. It was reported that the patient made it sound like the lead was sticking out/poking through the skin behind the ear. It was reported that there was a scab on the area before, and now yellow fluid was leaking. The patient¿s doctor recommended that the patient go to the emergency room. No further complications are anticipated.

Manufacturer narrative:
Correction: full event description wasn't included in initial report. Added information that was supposed to be included in the initial report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the rep on july 23, 2019. It was reported that the patient ended up going to the emergency room, and the doctor there told the patient that the lead was visible. The emergency room doctor wanted to remove the whole implant however, the patient was able to contact their surgeon who ended up performing surgery on (B)(6) 2019, and salvaged the implant. No further complications were reported or anticipated.